Event description:
It was reported that the core impaction drill heated up during a case. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
During the visual examination, the device was found to have worn components including the bearings, bearing stop, and nose cone.